Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been deactivated/turned off for two years ago. There was no information obtained from the field for the reason/cause. Reportedly, this patient experienced pain and has not being seen by cardiologist and patient also felt as though the device was dislodged and causing pain. Boston scientific technical services (ts) explained that this need to be managed by a medical professional. As of this time, this device remains in service. No adverse patient effects were reported.